Manufacturer narrative:
G4:04dec2020. B4:05dec2020. The clinical engineer replaced the touchscreen to resolve the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19jun2020.

Event description:
The customer reported the touchscreen was not working. The customer confirmed the unit was not on a patient, however the customer could not make setting changes prior to applying to a patient. The customer states that they cannot calibrate the touchscreen. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.